Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, curved opening on posterior, and white and brown particles on the outer surface of the device. Leak test and microscopic analysis was performed which identified a sharp opening on posterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "patient's concern with the product." Device has been explanted.